Event description:
Patient underwent a left total knee replacement in april. Two days later the drain was ordered to be discontinued. The rn attempted to pull the wound drain out of the knee and met resistance. Our policy is to stop pulling and call the surgeon. This was done. The surgeon attempted to pull the drain out and it broke off. Tip of drain retained in the knee. Patient was taken to surgery to remove it. The sutures within the subcutaneous tissues were removed. The drain was coiled but removed with no resistance. No adverse outcome. (Drain was not sutured in place. Used steri strips to the skin.)

Event description:
Patient underwent a left total knee replacement in april. Two days later the drain was ordered to be discontinued. The rn attempted to pull the wound drain out of the knee and met resistance. Our policy is to stop pulling and call the surgeon. This was done. The surgeon attempted to pull the drain out and it broke off. Tip of drain retained in the knee. Patient was taken to surgery to remove it. The sutures within the subcutaneous tissues were removed. The drain was coiled but removed with no resistance. No adverse outcome. (Drain was not sutured in place. Used steri strips to the skin).